Manufacturer narrative:
According to the facility on (B)(6) 2025 the foley catheter balloon ruptured and required a replacement foley catheter to be inserted. Per the facility the balloon was not pretested prior to insertion and the patient did not incur an injury. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2025 the foley catheter balloon ruptured and required a replacement foley catheter to be inserted.